Event description:
The user facility reported a patient experiencing acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, a left ventricle thrombus was observed and a heparin bolus was given. Additionally, the impella cp pump was observed close to the mitral valve, and repositioning was suggested. It is unknown if the pump was successfully repositioned as the pump was shortly removed after the positioning issue was discovered. The patient was noted to be in stable condition.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system-section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).

Manufacturer narrative:
The investigation for the thrombus and positioning issue has been completed. The impella device was not returned for investigation. Data logs were reviewed and found many suction alarms occurred. Positioning issue alarms occurred at the time of reported issue. The cause of the positioning issue most likely use related due to improper technique. As the necessary information was not provided, the root cause of the thrombus was not determined. As noted in the impella instructions for use: impella cp with smart assist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation. Section: impella cp with smart assist catheter insertion. Section: axillary insertion of the impella cp with smart assist catheter. Section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." D.4 revised model number from the initial submission of manufacturer device report 1220648-2024-11663 in accordance with updated procedures. H.10 additional manufacturer narrative instructions for use were revised from the initial submission of manufacturer device report 1220648-2024-11663 in accordance with updated procedures.